Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 0002916596-2014-01506. The device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related wear issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Event description:
The patient was supported with an acute blood pump system. It was reported that upon re-initiation of therapy, after an oxygenator change-out, the hospital team attempted to increase the pump speed; however, the pump speed was not increasing or displaying, the flow was not displayed and the pump did not start. An audio alarm was heard but not displayed on the primary console. The motor and the primary console were switched out.